Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient therapy controller (ptc) displayed a message stating the need to configure the device before use. The patient went to their physician for reconfiguration, and the ptc was replaced. No patient effects were reported.

Event description:
It was reported that the ptc would not completely charge.

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as electrical testing. The evaluation determined that the issue was due to the battery discharging past the internal threshold limit. Based on the results of the investigation, the reported event was confirmed. Internal complaint number: (B)(4).

Manufacturer narrative:
The manufacture date was provided in this supplemental report. Internal complaint number: (B)(4).